Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The device will not be returned as the device wad explanted, replaced and it was discarded at the hospital. The leads were left in place. The patient is undergoing antibiotherapy. There were no additional adverse effects reported.

Manufacturer narrative:
The device will not be returned as the device wad explanted, replaced and it was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.